Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 (mg/dl). Reportedly, customer had not eaten for an extended period of time. Customer consumed juice and food to treat the low bg level, and subsequently, the customer's bg level elevated to 284 (mg/dl). Customer then administered a correction bolus to treat the elevated bg level. Troubleshooting with tandem technical support indicated that the pump was performing as intended. Recommendation was made to contact a health care provider to discuss diabetes management.